Event description:
A customer reported that they observed a backflow with an infusion pump. This condition is often associated with a pump that under delivers. When the pump was returned for service. Backflow was not duplicated, but the pump failed to meet the lower tolerance limit for a delivery accuracy test (under delivery).